Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct to treat a duodenal stricture and common bile duct dilation during an endoscopic ultrasound (eus)-guided with stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange did not fully expand. The physician attempted to advance the sheath inward and rotate the scope, but the stent still could not be completely deployed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device code) was corrected following a review which determined that the complaint is a general allegation about difficulty deploying stents, particularly the distal (first) flange and the stent was partially out of the sheath. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct to treat a duodenal stricture and common bile duct dilation during an endoscopic ultrasound (eus)-guided with stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange did not fully expand. The physician attempted to advance the sheath inward and rotate the scope, but the stent still could not be completely deployed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.